Manufacturer narrative:
The initial reporter information was not provided.

Event description:
The advocate stated, her mother received a blood glucose reading of 62 mg/dl from her contour and a reading of 220 mg/dl from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Test strip information was not provided. Product was not replaced.